Event description:
The following has been reported: biomed reported: pump problem error. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 leak failure. During testing the pump would alarm immediately during startup checks. The pump was reverted to manufacturing mode and underwent pneumatic hardware testing. The pump was able to successfully perform pneumatic recharge inconsistent with a valve 1 failure. Furthermore, the pump failed pneumatic hardware testing consistent with a valve 2 failure. No other damage could be identified.